Event description:
It was reported that the pt expired. The relationship of the pt's death to the implanted devices was unk. The nurse stated that the cause of death may have been a result of the oral medications, the pt was on after the implant of the pump. The physician reported that there were no specifics on the pt's cause of death. Logs were checked to verify that the pt was on morphine 2 mg/day. The pt was buried with the device implanted, so the device would not be returned. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.